Event description:
I have used the freestyle libre system for five years and love not pricking my finger on a daily basis. Unfortunately, the FDA now requires the freestyle libre app to have critical alerts for blood sugar below 55 mg/dl. This was not always the case. The librelink app worked great, but now the app won't recognize my sensor because of this new policy. I regularly have blood sugar below 55 mg/dl and do not need alerts at that level. On a professional level, I need the ability to check my blood sugar discretely during meetings and conferences. On a personal level, I do not need my phone waking me up in the middle of the night to let me know my blood sugar is stable, but below 55 mg/dl. The most insulting feature is that when I disable notifications, my phone won't tell me my blood sugar like I'm being held hostage. Type 1 diabetics are not all the same. Having to ingest so much sugar just to shut my phone up throughout the night not only ruins my sleep, but results in unnecessary blood sugar spikes that are difficult to bring down to normal levels. The alerts are inflicting tremendous damage to my body with long term consequences. If the FDA doesn't change this arbitrary policy I will have to continue to use the freestyle reader, not the app. If the FDA adds this policy to the reader, I must go back to pricking my finger. Your policy is denying me the technology that has helped me manage my type 1 diabetes. I beg you remove this policy, or at the very least, to permit people to set their own critical levels.